Event description:
It was reported that the patient experienced a shocking sensation the last two nights. The patient stated the shocking only occurred at night and there was not any fall or trauma related to the start of the shocking. It was noted that other than the shocking sensation, the stimulation had greatly helped the patient's symptoms. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the cause of the event was unknown. The patient described a "jolting" sensation in the core are of the body. No abnormal impedances were reported. It was noted that an x-ray was performed on (B)(6)-2012 which revealed "diffused mild lumbar degeneration disk disease." The patient was not hospitalized due to this event. No patient injury was reported.

Manufacturer narrative:
Product ID 3889-28, lot# v838980, implanted: 2012 (B)(6), product typ lead, product ID 3889-28, lot# v838980, implanted: 2012 (b)(6,) product typ lead, product ID 3037, serial# (B)(4), product typ programmer, patient (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was due to programming. The event was possibly related to the device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 ,lot# v838980, implanted: (B)(6) 2012, product type: lead. Product ID 3889-28, lot# v838980, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient experienced an occasional shock sensation. The patient had occasional shock sensations from her spine down to her foot that occur especially when she was in the supine position or during sleep. The outcome was resolved without sequelae. Interventions included reprogramming. The program was adjusted to 1.3 volts and increased pulse width from 210 to 270, and decreased the resistance from 14 to 11hz. The event was possibly related to the device or therapy and the event was not related to the implant procedure. The severity was noted as mild.